Event description:
The surgeon reported that during a phacoemulsification procedure he experienced poor irrigation which resulted in chamber shallowing and a capsular tear. A vitrectomy was performed and the surgeon implanted an anterior chamber lens. Sutures were used to close the incision. The pt is reported as doing fine.

Manufacturer narrative:
The phacoemulsification machine was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.